Manufacturer narrative:
Concomitant medical products: implantable cardioverter defibrillator (ICD). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: ¿crt-d implantation: one procedure, two problems.¿ adv interv cardiol 2016; 12, 3 (45): 282¿284. Doi: 10.5114/aic.2016.61657.

Event description:
A journal article was reviewed which contained information regarding this patient¿s procedure for the cardiac resynchronization therapy (crt-d) device. When placing the left ventricular (lv) lead (unknown manufacturer), diaphragmatic stimulation was seen. The lead was repositioned. While the sheath was being removed, the lead ¿dislocated¿ and showed a ¿loss of effective stimulation.¿ the physician chose to use another guidewire (competitor) and inserted it into the lead. Due to earlier difficulties, a new sheath was used, and the competitor guidewire was removed and the lead was implanted again. After the procedure, it was noticed that a ¿fragment¿ of the competitor¿s guidewire was left in the heart. The author indicated that the break of the guidewire was ¿probably the result of its vigorous removal from the wide sheath.¿ the fragment was removed. The position of the implanted leads was unchanged and appear to be still in use. The patient was discharged in ¿good condition.¿ further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.